Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for 5 hours they had experienced facial inflammation. The patient had removed the pod an hour prior to seeking medical attention. The patient had gone to their doctor and was diagnosed with inflammation due to the pod. The patient was given antihistamine for the inflammation. The patient was at the doctors office for 30 minutes.